Event description:
On (B)(6) 2015 fatigue. Extremely fatigue. Had always been active and now have zero energy. On (B)(6) 2015 starting having sharp pains in my upper right side, under ribs. Went to hospital. Found something wrong with liver and told to follow up with pcp. On (B)(6) 2016, diagnosed with liver disease. Six months later, diagnosed with gallbladder nodules. High cholesterol. Put on statin for very high bad cholesterol levels and bad very low good levels. High triglycerides. Xanthomas growing on upper and lower eyelids. Bad vision. One year later, have border line kidney disease (egfr consistently under 59). Dry skin, vision issues, hair loss gastritis, sinus infections/multiple kidney infections/multiple food allergies, emergency room, 3 times liver disease (nash), gallbladder polyps, kidney under 59 consistently, weight gain/can't lose weight, (B)(6) 2018 diagnosed asthma, constant wheezing when sleeping, autoimmune disease. This has all been since having sientra silicone round smooth implants put in me on (B)(6) 2015. I asked a lot of questions and was told they were perfectly safe since the FDA allowed them back on the market. I recently read that my exact implants were taken off the market in august of 2015 after the FDA investigation showed that 2 foreign substances were found in the implants. Then the laboratory they were manufactured at completely burnt down to the ground and left nothing behind. Now they are back on the market. However, mine are still in me and I have been ill ever since. I have scheduled a consultation with my ps and I need to get them out. I am only (B)(6) years old and I have less energy than my (B)(6) year old mother. I need my life back. Please react to these stories as though it was your loved one. Give it the time and compassion of someone you love. This is very real. It¿s taking away our lives, robbing us of precious time making valuable memories with our families. The toxins in these implants should not be put inside people. These chemicals were never revealed to us. Our surgeons are told they are safe and therefore no information about the dangers is passed on to us. Please do something very soon. We will someday all be in a better place, where we have to answer if we are proud of the life we lived and of how we helped people and if we are happy with what we have done for others. Please be happy with yourselves and be an honest advocate for what is right and humane for the people, for us. This comes to mind: if lead based paint chips can be a danger and make people very sick and contractors and manufacturers of such chemicals are fined and banned when they disrupt an area with this contamination and the environmental specialists watch out for it. And they warn you and they fine you when it¿s mishandled. They exercise their ¿due diligence¿. Why then are these implants that are put inside our bodies, (with the pretense that they are safe with chemicals that are known not to be safe) why do we not have the same rights? We should be watched over by the FDA the same way at least as the epa watches over bad chemicals outside of our bodies. Doesn't make any sense. We aren't warned. No one has been fined. Where are the material ingredients labeled safe? And how? Please help and stop letting manufacturers like these poison us. You're (FDA) the only ones that can stop this. It¿s your job. These are answers you will have to face when asked if you are happy and proud of the life given you. The job put before you. Thank you and god bless you.